Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She reported that after having essure inserted she experienced slurred speech, widespread pain and swelling. She then had a hysterectomy. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had widespread pain after having essure (fallopian tube occlusion inserted) implanted. This pain is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure therapy may cause pain and that there is no alternative explanation, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required (implied). A product technical complaint is being sought. No further information can be obtained.

Manufacturer narrative:
Quality safety evaluation received on 19-apr-2016, referring to (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had widespread pain after having essure (fallopian tube occlusion inserted) implanted. This pain is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure therapy may cause pain and that there is no alternative explanation, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required (implied). Based on the available information no product quality defect was confirmed. No further information can be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.